Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging there were multiple unexplained boluses recorded in the pump's history. The patient's mother reported that the unexplained boluses appeared to have been delivered earlier that day. The patient's mother claimed she became aware of the issue when the patient received an "exceeds max tdd" warning that evening. The reporter stated the warning prompted her to review the bolus history and that is when she noticed several unaccounted for boluses. The patient's mother denied that the patient developed signs/symptoms suggestive of a low blood glucose that day. Review of bolus history revealed 13 unaccounted boluses. The patient's mother claimed the boluses were not entered to be given. At the time of troubleshooting, the reporter denied any issues with the pump's keypad. The reporter stated the keypad was not kept locked. The reporter informed customer support that the patient denied touching the pump or programming any boluses. The alleged issue remained unresolved. There was no reported patient impact associated with this complaint; however, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012): the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.